Manufacturer narrative:
The returned device was inspected and analyzed upon receipt at our post market quality assurance laboratory. The allegation was not confirmed. The baseline testing completed on the device found no failing conditions. All testing completed on the device passed or was not applicable, therefore no problem was detected.

Event description:
It was reported that this device was explanted due to right ventricular lead had high pacing thresholds. No other issues were reported. Another device was implanted. No additional adverse patient effects were reported